Manufacturer narrative:
(B)(6). UDI ¿ (B)(4). Device manufacture date: the device manufacture date is unavailable. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the performance of the oscillating saw device was out of specification. It was noted that the starting sift was loose, and performances black. It was further determined that the device failed pretest for check oscillation frequency. It was noted in the service order that the device was out of order. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.